Manufacturer narrative:
No product has been returned for evaluation as it will be returned to (B)(6). Engineering lab radiographs provided did not confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the rod failed to distract. There was no patient injury reported.